Event description:
There was an allegation of questionable calcium gen.2 results for 2 patient samples on a cobas c 503 analytical unit. Patient 1: the initial result was 12 mg/dl. The repeated result was 9.20 mg/dl. Patient 2: the initial result was 13.1 mg/dl. The repeated results were 10.3 mg/dl and 11.2 mg/dl. The samples were repeated because the initial results did not match the patient's clinical history.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The calibration and qc were acceptable. The field service representative performed checks. The investigation is ongoing.

Manufacturer narrative:
Sections d1-d4, g1, and g4 were updated. The field representative performed adjustments. The event was consistent with instrument cell rinse functionality issues. The investigation determined that the service actions resolved the issue.